Event description:
The scuba device was inspected prior to use with no abnormalities noted. Resistance was encountered when advancing the device towards the lesion. It was reported that the tip of the stent came off the device however the stent remained on the device. No patient complication was reported. Device evaluation: the device was received in the original box scuba box. The stent remained on the balloon but had moved from its original position. The stent had moved approximately 5mm distally on the balloon. In the inflation line traces of dried radio opaque solution were clearly detected. The distal part of the stent was over the distal marker, so the profile was out of the specification. The proximal stent segments were damaged. There was evidence of heat setting marks were clearly recognized close to the marker bands.

Manufacturer narrative:
(B)(4). Evaluation, results: incorrect technique/procedure( resistance encountered during advancement, pressure applied to stent prior to placement). Conclusion: user error caused or contributed to event ( resistance encountered during advancement, pressure applied to stent prior to placement).